Event description:
Patient had been having some sort of "rejection" or "allergic type of reaction" in the area of the implant. Artelon had been explanted. The initial cause was determined to be an expected bacterial infection. Apparently, this patient has had a history of various bacterial infections throughout the body. Fixation with synthes screws.

Manufacturer narrative:
Insufficient information to define the cause for explantation.